Event description:
User receiving multiple pt samples generating intermittent zero and discrepant results from multiple assays. Exact number of pt samples impacted not provided. The following two pt examples were provided. Sample 1 repeated twice: sample 2 repeated once. Initial albumin gave 3.4 g/dl, repeats gave 0.0 and 3.4 g/dl. Initial calcium gave 8.4 mg/dl; repeats gave 0.0 and 8.5 mg/dl. Initial bicarbonate gave 23 mmol/l; repeats gave 0 and 23 mmol/l. Initial glucose gave 0 mg/dl; repeats gave 86 and 83 mg/dl. Customer declined a field service dispatch, stating they believe the cause to be the type of samples tubes they are using, which allow clots to form in the samples. Customer is performing a daily pipe and cleaning the sample probes to resolve the issue.

Event description:
User receiving multiple pt samples generating intermittent zero and discrepant results from multiple assays. Exact number of pt samples impacted not provided. The following two pt examples were provided. Sample 1 repeated twice: sample 2 repeated once. Initial alk phosphorus gave -1 u/l; repeat gave 102 u/l. Initial ck gave 1 u/l; repeat gave 204 u/l. Initial glucose gave 0 mg/dl; repeat gave 83 mg/dl. Customer declined a field service dispatch, stating they believe the cause to be the type of sample tubes they are using, which allow clots to form in the samples. Customer is performing a daily pipe and cleaning the sample probes to resolve the issue.

Manufacturer narrative:
Customer stated they do not want to change the type of sample tubes at this time, and are manually verifying all results before they are released so no erroneous results are sent out.